Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively detected on mammogram. It was also reported that the patient also has an unknown side capsular contracture; baker grade unknown. The capsular contracture is being reported on the left side until additional information is provided, at which time, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On april 30, 2021, mentor received confirmation that the patient experienced right side capsular contracture; baker grade unknown. Hence, field h6 (health effect - clinical code) has been updated to "deformity/ disfigurement" on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect manufacturing date of lot number 6570082, was mistakenly reported. It has been correctly updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), device manufacture date (field h4).

Manufacturer narrative:
On august 12, 2021, , mentor became aware that the date of replacement surgery with catalog number 3504251bc was (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 3, 2021, mentor became aware that both devices were intact upon removal, patient experienced grade iii capsular contracture on the right side, and the serial numbers of the replacement devices used on (B)(6) 2021 were (B)(6) on left, and (B)(6) on the right side. Medical device problem code has been updated accordingly since no rupture was found. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).